Event description:
The report states "the doctor reviewed the platelet count of 27*109/l, and the doctor considered that thrombocytopenia was the main cause of the rapid expansion and contraction of the balloon in the intraarterial balloon counter pulsation catheter, which caused the formation of platelet damage in the blood, resulting in thrombocytopenia, and the doctor immediately gave dexamethasone sodium phosphate injection treatment". A 2nd iab was not inserted, the reasoning being "stop aortic reserve surgery". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of iab augmentation difficulty was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The report states "the doctor reviewed the platelet count of 27*109/l, and the doctor considered that thrombocytopenia was the main cause of the rapid expansion and contraction of the balloon in the intraarterial balloon counter pulsation catheter, which caused the formation of platelet damage in the blood, resulting in thrombocytopenia, and the doctor immediately gave dexamethasone sodium phosphate injection treatment". A 2nd iab was not inserted, the reasoning being "stop aortic reserve surgery". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a, corrected data: n/a.

Event description:
The report states "the doctor reviewed the platelet count of 27*109/l, and the doctor considered that thrombocytopenia was the main cause of the rapid expansion and contraction of the balloon in the intraarterial balloon counter pulsation catheter, which caused the formation of platelet damage in the blood, resulting in thrombocytopenia, and the doctor immediately gave dexamethasone sodium phosphate injection treatment". A 2nd iab was not inserted, the reasoning being "stop aortic reserve surgery". No patient harm or injury. The patient status is reported as "fine".